Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bowel ischemia and patient outcome could not be conclusively established through this evaluation. The account reported that the patient expired due to bowel ischemia on (B)(6) 2021. Additionally, the device operated as expected and no device-related issues occurred. The account communicated that the device was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed an acute abdomen and diagnostics showed severe bowel ischemia. The patient subsequently passed away.